Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. Customers blood glucose level was 215 mg/dl. The customer loaded the cartridge into the pump and resumed insulin delivery.